Event description:
It was reported that noise was observed on the lead, resulting in inappropriate vf detection and therapy. The patient was asymptomatic. System explanted and replaced competitively per patient's request.

Manufacturer narrative:
No medwatch form was received. An external insulation abrasion was found at 7.6-7.7cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Internal insulation abrasion was found at 13.1-14-5cm from the electrode tip. Internal insulation abrasion was found at 4.6-5.5cm under the rv shock coil. The etfe coating of the re and rv conductors were intact. Internal insulation abrasion was found at 22.3-24.5cm under the svc shock coil. The etfe coating of the re conductor was intact. No conditions were found that could cause or contribute to the reported noise.